Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 23 mmol/l. The customer was treating high blood glucose with insulin pump. Customer¿s other blood glucose level was 17 mmol/l. Customer experienced vomiting as a result of high blood glucose values. The troubleshooting was performed for high blood glucose value. The product will not be returned for the analysis.